Manufacturer narrative:
(B)(4). Date sent: 6/15/2021. Investigation summary: the probe returned with a broken probe tip. The root cause of the broken probe tip was due to the user cleaning off the char and accidentally pulling off the tip, as explained by the complaint text. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Lot ml20085499 was reviewed (in process sn (B)(6)). Manufacture date: 9/10/20. Expiration date: 4/30/24

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure while cleaning charred tissue from the probe the tip broke off. The case was completed with a single probe and no patient consequences.